Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 207 mg/dl (compact plus system 1) and 101 mg/dl (compact plus system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. Reference medwatch with patient identifier (B)(6) for the compact plus system 1.